Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer reported the pump usb port was loose. Additionally, the battery gauge was fluctuating and the battery was depleting quickly which resulted in the pump shutting off. The customer¿s blood glucose was 436(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged battery not holding charge and the alleged battery incorrectly displayed issues could not be verified.